Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult inserting the lead into the atrial port of the pulse generator. The use of silicone oil was required to insert the lead into the device header. The device was implanted successfully. The patient was in stable condition following the procedure.